Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with high blood glucose levels and ketones (no specific levels provided) from (B)(6) 2025. The patient felt nauseous and was vomiting. At the hospital they were treated with an infusion containing glucose suspension and valium. The doctors did not provide a specific diagnosis at the hospital. The pod was removed and discarded at the hospital.